Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there were out of range impedance measurements on the right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD) and that pacing thresholds had suddenly increased. The lead, from another manufacturer, was explanted and the device remains in service. No adverse patient effects were reported.